Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient could no connect to the ipg with external devices following several unrelated surgeries. In turn, the ipg was explanted and replaced to address the issue.